Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument misfired and clips ejected prematurely into the pt's cavity. The surgeon retrieved the clips and completed the procedure without incident.